Event description:
Product corrective action rec'd from beckman coulter. Rptr was told by the co taht this was sent by regular mail to "lab mgr". Lab never received it at hosp, nor did they receive a phone call, nor was it mentioned by the beckman reps who have very frequent contact with lab. Lab did receive a second letter on 12/4 dated 11/12. The defective reagent was run for digoxin levels from 9/5/01 to 12/5/01. (Over 900 samples reported). Rptr feels notification was far from adequate for a possible critical lab value. Letter from 11/12/01 states the defective lots were contaminated therapeutic range for digoxin, levels in 0.9 - 2.0 mg/ml.